Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen trabecular metal tibial plate catalog # 00595403701 lot # 63736220 nexgen trabecular metal tibal component impactor catalog # 00595305600 lot # 61955917. (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the surgeon impacted tibial component with the impactor. The implant did not release from the impactor with the use of the driver and the driver fractured. Another device was used to complete the surgery.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Date of event: unknown month and date in 2018. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the impactors shows nicks and gouges which is consistent with repeated use of the instrument. Also, the tip was fractured and not all pieces returned. Visual evaluation of tibia fixed bearing shows signs of wear. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.